Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. This morning blood glucose value was 58 mg/dl when they checked again after eating, it was 439 mg/dl. Customer also had high blood glucose value of 448 mg/dl and 526 mg/dl. They treated with the insulin pump. Their current blood glucose value was 472 mg/dl. Troubleshooting was performed. It was found that there were large air bubbles in the tubing. The customer opted to change out their reservoir and infusion set. The insulin pump will not be returned for analysis.